Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient stopped having access to sound with the device and that it could not yet be confirmed if patient's cochlear ossification had advanced. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient stopped having access to sound with the device and that it could not yet be confirmed if patient's cochlear ossification has advanced. An accident or trauma is not known.